Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had their post-op appointment and had programming done that day. It was noted the rep didn't check impedances after programming the patient but also noted that at implant all impedances were normal. Later that night, the patient started getting the out of regulation (oor) message and could not feel stimulation. The rep met with the patient on (B)(6) 2020 and tested impedances and palpated the ins site. Contacts 3, 4 and 5 were out of range (between 20,000 ohms - 40,000 ohms) and indicated to avoid those contacts. The rep was able to successfully program around those contacts. When the rep palpated the ins, there were no changes in the stimulation. Troubleshooting resolved the reported event. Patient weight was provided.